Event description:
It was reported, that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Cause was unknown. Customer¿s blood glucose (bg) was "high". Although, specific value was not provided. Bg was addressed via a correction bolus. And an infusion set change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.